Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10208. It was reported the pt (B)(6) started to feel uncomfortable following an event where she was carrying heavy weight and stretching. Reprogramming did not resolve the issue. The physician elected to proceed with surgical intervention. Intra-operative testing identified that the scs lead and lead extension worked properly. X-ray imagery revealed the tip of the lead extension had become separated from the ipg connector. The ipg was explanted and replaced, which resolved the reported issue. Please note: device information for the lead extension associated with this event has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.